Event description:
On march 9, 2007, the lay-user/reporter contacted lifescan alleging that the pt's one touch ultra 2 meter was reading inaccurately high. Four days earlier, the reporter was unable to wake the pt up. At that point, the reporter tested the pt's blood glucose with the reported meter and got a result of "78 mg/dl." It is not known if the reporter treated the pt in any way after testing his blood glucose. About 20 minutes later, the paramedics tested the pt's blood glucose using an unidentified device. The paramedics obtained a meter result of "21 mg/dl." Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <=30 mg/dl. The paramedics took the pt to the hospital. During the call with the customer care advocate (cca), the reporter mentioned that his father was in the hospital and had been there all week. The reporter stated that his father takes "70/30" insulin. The reporter did not provide the details of his father's insulin regimen, although he stated that his father does not take sliding-scale insulin. It would have been helpful to know the following info: the pt's testing frequency, his readings prior to the event, what medications and food/beverages he took the night before the event, and when the medications and food/beverages were taken that night. In addition, it would have been helpful to know the pt's medication regimen, if he was following the regimen before and during the time of concern, what treatment the pt received from the reporter and paramedics, and why he was hospitalized. This complaint is being reported due to the following conclusion: the pt alleged that the meter was reading inaccurately high. The reporter performed a meter-to-meter comparison that did not meet lifescan's criteria for accuracy testing. The pt's symptoms did not correlate with the reported lfs meter result. The paramedics obtained a result of "21 mg/dl" from the pt. He was hospitalized. There is insufficient info to determine what events occurred or actions the pt took prior to the incident; however, this complaint is still being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.